Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The evaluation confirmed that while operating on power supplied from a battery module only, the device is able to power on without user input, enter sleep mode and shutdown without user input. The cause was determined to be contact between the scanner bracket screw and the 2 traces of the backflex causing shorting. The affected backflex was replaced.

Event description:
It was reported that a pump cycles on and off without user input. It was also reported there was no pt injury.